Event description:
It was reported that the patient presented with extra-cardiac stimulation. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited high pacing impedance and low r-wave amplitudes. Upon an x-ray, it was observed that the rv lead was dislodged. The rv lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
Correction h6: health effect - clinical code - included discomfort code due to extra cardiac stimulation.

Manufacturer narrative:
Additional information: d4 (serial number) (lot number).

Manufacturer narrative:
A complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations found the inner coil was over-torqued inside the connector region consistent with procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue and over-torque of the inner coil. The reported events of high pacing impedance, and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.